Manufacturer narrative:
The actual electrodes from the event were not available for evaluation. Instead, electrodes from the same lot number 3814 were returned for evaluation. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device displayed a "poor pad contact" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.